Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst while in use on a patient. During surgery for a gyn procedure, the patient started having excess bleeding. As an intervention the surgeon used the device as a tamponade device. The bleeding came under control, the procedure ended and the patient was sent to recovery. While in recovery, the balloon burst. The patient was kept in recovery overnight and instead of being discharged, she was transported to another facility to have the remainder of the device removed.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. Although the product catalog number is unknown labeling was reviewed as part of the investigation of other dilation product complaints and was found to be adequate.

Event description:
It was reported that the balloon burst while in use on a patient. During surgery for a gyn procedure, the patient started having excess bleeding. As an intervention the surgeon used the device as a tamponade device. The bleeding came under control, the procedure ended and the patient was sent to recovery. While in recovery, the balloon burst. The patient was kept in recovery overnight and instead of being discharged, she was transported to another facility to have the remainder of the device removed. It was later reported via phone from the complainant on (B)(6)2018 , the bleeding occurred during a dilation and curettage (d&c) gynecological procedure. Before using the x-force device, an ultrasound was performed to visualize the uterus to ensure that the uterus was not punctured during the procedure, which it was not. The complainant was unsure if air was removed from the balloon prior to using the device, as instructed. He stated that the x-force balloon was filled with approximately 70 ml of normal saline and an inflation device with a pressure gauge was not used. Once the device was placed, the bleeding did subside. While in the recovery room, the patient ambulated to the bathroom and the catheter fell out. Upon inspection of the catheter, it was noticed that the balloon had burst and there were missing pieces. The next day, the patient was transferred to another facility to have a procedure to remove the missing pieces. The complainant stated that they provided in-servicing to their staff on the proper placement of the device.